Event description:
It was reported that the patient was inappropriately shocked by the right ventricular (rv) lead due to intermittent oversensing, thought to be oversensing of p-waves. Review of performance data found that the lead had low pacing impedance, it was undersensing, and the lead integrity alert (lia) had triggered due to short v-v intervals and high rate non-sustained episodes. The rv threshold measured high. It was further reported the lead had dislodged and was unable to pace at seven volts. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.